Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06998. It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman ® laa closure device & delivery system (wds) was advanced into the watchman ® access system (was). The wds and was were snapped together. As the physician was pulling the whole system back to deploy the device, the whole system just moved forward and as the closure device was deploying, it went through the laa causing a pericardial effusion. The closure device was released and implanted. A pericardiocentesis was performed and then the patient required surgery to repair the perforation in the laa. The closure device was also removed during surgery and the patient went to the intensive care unit (ICU) after surgery. The patient was stable and is currently fine.